Event description:
The micro oscillating saw was returned for service. Upon evaluation at the manufacturer, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the loctite was broken free between the motor housing and gear housing, that the bottom rotor bearing was stuck and seized in the bottom of the motor along with the spacer washer, and that the bearings and motor assembly were corroded. The presence of widespread corrosion is likely to cause or contribute to the device heating up.